Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 570 mg/dl. Customer stated that there was an alarm from their insulin pump shortly after inserting a new battery. The customer was treated for the high blood glucose with a bolus. The customer experienced n unexpected restart from the device. The customer did not troubleshoot and did not send the product back for analysis.